Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right ventricular (rv) lead and pacemaker exhibited an increase in pacing impedance measurements to greater than 2000 ohms and oversensing of noise. The noise was able to be reproduced with manipulation. A fracture was suspected, but not able to be confirmed via x-ray. A procedure was performed where the lead was surgically abandoned and the pacemaker remained in service. No additional adverse patient effects were reported.